Event description:
Physician performed an endotine transbleph procedure. In the first week after surgery, two pts had an intense inflammatory response with a copious liquid/pus drainage out of the operative site.

Manufacturer narrative:
The physician put one pt on antibiotics and after a week, the infection subsided. The second pt told the physician about the infection on her one week follow-up. The infection was cultured and is (B)(6). The batch record for the lot used was reviewed and no anomalies were noted. The lot passed lal testing and a certificate of sterilization was received from the contract sterilizer. A review of the lot history found that no previous complaints, including complaints for infection were received for this lot. It was concluded that the pt could have developed fluid accumulation which secondarily became contaminated if the pt had some (B)(6) in the throat or on the skin. The specific cause of the infectious reaction could not be determined. No linkage between the use of the device and the infection was found.